Manufacturer narrative:
N/a.

Event description:
The event involved a plum 360 (v 15.x) that the customer reported ¿the pump rings repeatedly and goes into alarm every time the patient has to move from his place and disconnects the cable from the plug. Dead battery display message¿. The device was rendered inoperative as the battery could not hold the charge without the power cord. Testing and investigation found the device powered up and displayed the battery depleted icon. The device powered down improperly due to the depleted battery when disconnected from power source. The device alarmed audibly. The battery was replaced and change battery keyed. The device then passed testing. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.